Manufacturer narrative:
This is a report of a use error where the patient left the clamp open on an unused supply line and the bag connection was loose, resulting in an alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide also instructs the user to check all disposable set connections for a secure fit before beginning therapy. It instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During the troubleshooting, the patient indicated that a clamp was open on an unused supply line and that the bag connection was loose. The technical services representative assisted the patient with clearing the alarm and advised the patient to discard the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.